Manufacturer narrative:
Customer confirmed that this was a short sample. No system errors or qc issues were noted. The customer replaced the probe and was instructed by the customer technical support (cts) to perform the appropriate alignments, which resolved the issue. The customer did not send the probe for investigation. Service was not needed for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous creatinine kinase - mb (ck-mb) results due to level sense errors, generated by the unicel dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory; however, upon repeat testing that results yielded within normal reference range. There was no affect to patient treatment caused from this event.